Manufacturer narrative:
Method: compliant history analysis, risk assessment, manufacturing record review and visual inspection, x-ray review. Results: this is the 35th similar complaint on all rods that are used with the xia ii system since 2007. Previously no metallurgical defects were found. The manufacturing file of this batch was reviewed and no deviations were noted. The rod was confirmed broken and measured approx. 375 mm long. There is evidence of the rod being bent multiple times and marks that indicate multiple cross connectors were used. The x-rays showed large gaps between levels and no apparent fusion attempted in the scoliosis deformed spine. In this case the rod fractured post-op and required a revision surgery. Conclusion: due to the pathology, no fusion attempt, gaps in the construct and the rod on the right side only breaking, the most likely cause of the fracture was fatigue. These implants are designed for temporary load bearing and are to be used to stabilize the spine while bone forms during fusion. With no fusion the rod could not withstand the loads in the spine and eventually failed. Hence it is concluded that user-error eventually lead to the fracture.

Event description:
The rod was used in scoliosis surgery for sudden lateral curvature on (B)(6) 2010 (primary surgery). "Th3~l5" were fixed. Hooks were used at "th3?e?s?e?t?d" the pedicle screw was used at l4/5 and 6 wire cables (nesplon cable system) were used (translation). The rod did not break in (B)(6) 2011. The pt heard the crack sounds of the rod in (B)(6) 2011. The surgeon confirmed the breakage in (B)(6) 2011. The pt had pain when the breakage of the rod was confirm. But, now, she has no pain. The revision surgery is needed because of the re-scoliosis. The pt has chiari malformation and cardiac disease.